Event description:
It was reported that the patient had a sudden onset chest pain. Echo revealed small pericardial effusion. The lead was repositioned. Patient was monitored until pain and effusion improved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.